Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke could not be conclusively determined.

Event description:
Following an atrial fibrillation procedure, the patient had a stroke. A code was performed, and the patient needed a thrombectomy. There were no alleged performance issues with any device and the patient status is unknown. A transesophageal echocardiography was done prior to the procedure; however, it was unknown whether there was a thrombus or not.